Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No display anomaly was noted during testing. The insulin pump passed the self test and displacement test. The insulin pump had minor scratches on the display window and a scratched case.

Event description:
It was reported that the customer's insulin pump had a display anomaly. The display on the insulin pump was fading. The customer had a hard time reading the display. His/her blood glucose level was 187 mg/dl. The product will return. Nothing further to report.